Event description:
It was reported that the patient presented in clinic for follow-up. Upon investigation it was discovered that the right atrial lead had dislodged. On (B)(6) 2017 the lead was capped and replaced. Patient was stable.